Event description:
It was reported while rolling a patient into the hospital a wheel allegedly came off the cot causing the cot to tilt sideways and forward. The patient moved forward with the cot and allegedly broke his eyeglasses and sustained an avulsion to his right eyebrow. The patient's daughter was alongside the cot at the time of incident and attempted to catch the sudden movement of the cot and also alleged pain to her hand as a result. No information was given regarding any medical treatment sought as a result of the alleged injuries.

Event description:
It was reported while rolling a patient into the hospital a wheel allegedly came off the cot causing the cot to tilt sideways and forward. The patient moved forward with the cot and allegedly broke his eyeglasses and sustained an avulsion to his right eyebrow. The patient's daughter was alongside the cot at the time of incident and attempted to catch the sudden movement of the cot and also alleged pain to her hand as a result. No information was given regarding any medical treatment sought as a result of the alleged injuries.

Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual and functional evaluation was conducted and it was confirmed the patent's left foot end wheel had broken off. The technician repaired the cot, tested all functions after the repair and returned the cot to service. The complainant advised they cleaned the patient's laceration with gauze, applied pressure and bandaged the injury. No additional reports of required medical intervention have been provided. There was also no additional information provided regarding the hand pain as alleged by the patient's family member from the attempt to catch the cot. Upon review of the age of the cot and the preventive maintenance records, it has been determined the likely cause was due to a maintenance deficiency. The IFU for the device contains sufficient instructions on the need for preventive maintenance and regular inspection of the cot. This is especially important for high use components such as the wheels due to the extreme forces they are subject to during normal use. The IFU also provides sufficient instructions on the importance of maintaining control of the cot at all times during a patient transport.